Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system is displaying an iris potentiometer error at boot up. No pt injury reported.